Event description:
The resident was transferred with the active floor lift sara flex. During the transfer the resident suddenly suffered a fainting spell. The resident slumped over. Two carers ¿caught¿ her. When the resident was put down, she had her left leg outstretched. As a consequence of the event the resident sustained femur fracture.